Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be evaluated due to a different issue that was found.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the pump battery depleted from 70% to 10% in approximately two days. The customer's blood glucose level was 140 (mg/dl). During troubleshooting with tandem technical support review of the customer's most recent charge via pump history was unable to confirm the reported issue. Reportedly the customer would continue to use the pump for insulin therapy.